Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was discovered that the lp sustained a stretched helix. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found helix length was out of specifications. The helix elongation is consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.